Event description:
It was reported that patient presented to the emergency department for palpitations and thumping in abdomen area. All different vectors on the left ventricular (lv) lead were tried to get away from the muscle stimulation. The physician elected to explant the lv lead and replace it with the new lead. The patient condition was stable.